Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for routine follow up. Upon review, noise was noted on the right ventricular lead in real time electrograms in stored high ventricular rate episodes. All testing measurements were normal. Noise was not producible with isometrics or pocket manipulation. The patient was not pacer dependent. No intervention was performed; the patient was stable and would continue to be monitored.